Event description:
A distributor filed a report 7 months after the fact, with us, the manufacturer that one of their customers complained that the trueread blood glucose monitoring system gave very inaccurate readings, ranging from 30-200 points different. The user also said that he was hospitalized twice before due to his readings being wrong. No meter serial # or test strip lot # were given. No verifications of test values were ever done to verify what the user said. This report is being filed based solely on the claim of prior hospitalization.